Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead returned with two pieces. An internal insulation abrasion breaching the non-functional cable lumen was noted 9.7 to 11.9 cm from the distal tip. The etfe coating was intact.

Event description:
This report is to advise of an event observed during analysis.